Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 1.3.2: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a case. The surgeon was using competitor screws with our navigation. The surgery proceeded after the first case to insert 10 screws total. The surgeon suspected he was inaccurate after he inserted the first five screws on the left side and two on the right, but he decided to carry on. The surgeon finished the case and decided to check the placement with the imaging system again. The surgeon decided to replace one screw due to being too inaccurately placed. That screw was on l2 on the right side. The surgeon still had interbody cages to implant, and they used navigation for that. Before implanting the interbody cages, the surgeon wanted to verify accuracy using the thoracic probe. After placing the tip of the probe on the patient's spinous process, he saw that the tip of the probe was 3 mm off to the right. He reverified the probe and still found it to be 3 mm off to the right. The manufacturer representative (rep) suggested using the other divot on the frame to verify the probe, and after that the probe showed to navigate accurately. The surgeon then verified the probe again using the original divot, and the probe was off by 3 mm again. The rep asked the surgeon to use the other divot, but instead of tracking accurately the probe was still off by 3 mm. It was noted that the floor was uneven in the or, and the rep noticed that the wheels may not have been properly secured during the spin. The gantry "bounced" more than usual when scanning and may have been the reason as to why navigation was alleged to be inaccurate. There was a surgical delay that was about 1 hour and 15 minutes. There was no reported impact on patient outcome. It was confirmed that navigation was not aborted. The healthcare professional had noted a possible inaccuracy when they were completing their screw insertion. A second scan was completed to verify screw placement. One screw was readjusted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The medtronic representative (rep) believed the cause for the inaccuracies was due to the uneven flooring in the operating room (or). System functioned as intended.

Manufacturer narrative:
The software team reviewed the case details. As per the case description, the site alleged inaccuracy during a case and the surgeon was using the 3rd party screws with the navigation system. As per the information provided on 04-jan-2024, it was confirmed that the site believes that the cause for the imaging system inaccuracies was due to the uneven flooring in the operating room. Based on the information provided, this does not appear to be software related. Codes: b01, c19, d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.